Event description:
Boston scientific received information that during a routine follow-up appointment, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additionally, an increase in threshold measurements was observed. It was reported the patient is pacemaker dependant, however no loss of capture was observed. The patient experienced increased shortness of breath. An invasive procedure was performed. This lead was surgically abandoned and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.